Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen "changing screens and never touched it". Additionally, it was reported "buttons sometimes does not work". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.